Manufacturer narrative:
(B)(6). Concomitant products: unknown nexgen tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the articular surface would not engage and lock with the tibial tray. An additional articular surface was opened and used to complete the case. No further information has been provided.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.